Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The report is regarding case #6 referenced in the article. Request for additional information was made and no further information is available. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿key lessons from cases worldwide.¿ j cardiol 2007;99[suppl]:34g¿40g). Doi: 10.1016/j.amjcard.2007.02.043.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardiac resynchronization therapy (crt) defibrillator device. The article indicated that the patient had a pocket revision which resulted in fluid accumulation in the pocket. The daily impedance values had decreased and the patient ¿crossed the fluid threshold¿ after the pocket was revised. The author stated that the device had ¿reacted correctly¿ to the pocket edema. The status/location of the device is unknown; but appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.